Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving fentanyl with an unknown dose and concentration via an implantable pump for non-malignant pain. It was reported the patient cannot use their pump because it is locked up. The patient was calling to see where they were in the process for approving pain pump replacement. It was noted that the patient's pain pump burned out and needed to be replaced. It was noted it was not supposed to be replaced until (B)(6). The patient was living on fentanyl patches that was not covered by their health insurance. Therapeutic expectations and that the pump was a medical device and should follow up with hcp were reviewed. The patient was to follow up with hcp. No symptoms were reported. The event date was (B)(6) 2019. No further complications were reported/anticipated.

Event description:
Additional information received from a healthcare provider (hcp) on 2019-mar-04. It was clarified that the cause of the pump being locked up/burned out was a motor stall. It was noted that a service code of 232 was observed. The pump eri was listed as june 2019. The patient's pump was replaced on (B)(6) 2019. The issue was considered resolved.

Manufacturer narrative:
Updated to reflect the information received on 2019-mar-04 h6: device code c62859 added to reflect the information received on 2019-mar-04 medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.